Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. Consumer stated that because of essure, she will have a second surgery. Quality-safety evaluation of ptc received on 08-jun-2016 : ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and according to her, she would have a second surgery due to essure. This event is serious due to medical importance and listed in the reference safety information for essure. If essure removal is required, surgery may be necessary. Although in this case, the clear motivation for this surgery was not provided, considering its nature, causal relationship between suspect insert and reported event cannot be excluded. According to consumer, this was the second surgery implying that the first surgery due to essure had been already performed. Therefore, this case is regarded as incident. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).